Event description:
It was reported that 8 days after a coronary drug eluting stenting treatment procedure, the pt returned with a sub acute thrombosis. In 2004, the lesion being treated was a 99% stenosed mild left anterior descending (lad) lesion and the diagonal. The mid lad was predilated with a 2.0 mm x 15 mm balloon (type unknown), the physician then successfully deployed a taxus express2 8.8% 3.0 mm x 24 mm stent in the mid lad and a bare metal duraflex stent in the diagonal. Eight days later, the pt presented with chest pain and st elevation. Repeat angiography revealed the lad was occluded proximal to the taxus stent. The thrombosis was crossed with a wire and dilated with a 3.0 mm x 12 mm balloon, with the result not being desirable. So the physician dilated the thrombus again with a 2.75 mm x 15 mm balloon. A dissection was noted proximal and distal to the taxus stent, so the physician successfully deployed a taxus express2 8.8% 3.0 mm x 32 mm stent within the initial taxus stent. This repaired the dissection and there were no pt complications. The status of the pt is listed as stable.